Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument associated with this complaint and completed investigations. The reported issue with the instrument could not be replicated nor confirmed. The instrument was placed and driven on an in-house system and passed the recognition, cut and seal and engagement tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There was no failure reported in the logs during testing. There was no physical damage observed during testing. The instrument was fully functional.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted splenectomy surgical procedure, the vessel sealer extend (vse) did not seal. The customer tested the vse on universal surgical manipulator (usm) 1 of the patient side cart (psc); however, issue persisted. The instrument did not coagulate the vessel despite the audible alarm indicating complete coagulation. After testing the instrument on another usm, the issue was still present. The surgeon used a clip applier and scissors instrument to clamp and cut the vessel. The procedure was completed with no patient injury and with a delay of less than 15 minutes. Intuitive surgical inc. (Isi) contacted the site and confirmed that the second vessel sealer used did not work correctly and would be returned to isi for investigation. The issue was no splenic vein coagulation. The instrument was inspected prior to use with no damage or anything out of the ordinary. The surgical task being performed at the time was cutting and coagulating a splenic vein. The specific issue that the surgeon experienced was non-operative thermofusion on the vein between the jaws. The vse instrument issue did not involve any delayed sealing (sealing completed but took longer than expected). The vse instrument issue was insufficiently sealing and not sealing properly/adequately. The vessel sealer instrument worked previously on tissue (fat, mesos). It was in use for one hour prior to the issue. There were no errors exhibited when the vessel sealer issue occurred. The seal cycle was completed with the fast audible tones as expected. There was no tissue effect observed during the sealing cycle. At the time of the event, during the sealing sequence, there was an audible signal (continuous tone) while the pedal was pressed. Fortunately, there was no tissue cut. The target tissue was the splenic vein. The target tissue was never under tension during the sealing/cutting process. The vessel was not greater than 7 mm in diameter. There was no evidence of vessel calcification. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. The jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was not any unexpected additional bleeding experienced by the patient. According to the surgeon, the vse issue was caused by an incomplete occlusion in the vein or by the system arm.

Manufacturer narrative:
Based on the claim against the vessel sealer extend (vse), an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.